Manufacturer narrative:
The reported complaint of user advisory - "(ua) 41" (patient temperature sensor failure) message on the autopulse platform (serial #(B)(4)) was not confirmed during the initial functional test but confirmed in the archive data log. Although, ua 41 error message was not reproduced, factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua 41 error messages in rare cases or a failing temperature sensor. Also, the reported dimming display screen was not confirmed. As a precautionary measure, all lcd cables was re-seated to avoid the re-occurrence of screen dimming. Unrelated to the reported complaint, a bent battery clip lock on the returned autopulse platform was observed during visual inspection. This type of physical damage most likely attributed to wear and tear. The autopulse platform was manufactured in april 2013 and it is 6 years old, well beyond its expected serviceable life of 5 years. During archive data review, multiple user advisory - ua41 (patient temperature sensor failure) occurred on the reported event date, thus confirming the reported complaint. As precautionary measure, the temperature sensor was replaced to avoid the re-occurrence of ua41. After part replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 41" (patient temperature sensor failure) error message and display screen was dim. The ua41 could not be cleared by the user. No patient involvement.